Event description:
During daily check out at power up, the ventilator displayed: "the system could not be started from previous location due to read failure." Manufacturer response for ventilator, v500 (per site reporter): tech support could not find anything in the log file; recommended replacement of the hard drive.